Event description:
It was reported that after connecting the right ventricular (rv) lead to the device, the lead displayed high impedance. The rv lead was disconnected and visual inspection of the header showed some blood in the connector port. The port was flushed with sodium chloride and the lead was reconnected to the header. The impedances were in a normal range. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.